Event description:
The pt had a left mastectomy and reconstruction using a siltex saline-filled mammary prosthesis. Two years later, the pt developed contact dermatitis in the breast area. The root cause of the dermatitis is unk at this time. The implant remains implanted, and the pt is being treated by a dermatologist.